Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the middle of the catheter. The coil came out of the introducer sheath smoothly. The coil could not be removed and remained in the catheter.

Manufacturer narrative:
Continuation of d10: product ID: qc-2-8-helix-cn (s23lm022c). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that became stuck in the echelon 10 microcatheter. The patient was undergoing an aneurysm coil embolization procedure vie femoral access. Patient's blood flow was normal; vessel tortuosity was minimal. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). During delivery, the axium coil got stuck in the echelon microcatheter and could not be advanced further or retrieved. Therefore, the coil and catheter were removed together and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter and axium coil were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The axium device was returned further within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium pusher. The axium implant coil was found damaged within introducer sheath. No damages or irregularities were found with the echelon-10 micro catheter hub or micro catheter body. The distal tip and distal marker band were found flattened. Dried blood was found within the hub and within the micro catheter body. Testing/analysis: the returned coil could not be advanced out of the introducer sheath as it was found to be stuck and cannot be used for resistance testing due to the damages. The echelon-10 total length (to the proximal marker band) was measured to be ~153.0cm and the useable length (to the proximal marker band) was measured to be ~145.3cm, which is within specification (specification: total (ref) = 152cm, usable: 144.0cm ±1.5cm). The echelon-10 micro catheter was flushed, and water did not exit out the distal end as it was occluded by the dried blood. An in-house 0.0160¿ mandrel was inserted into the echelon-10 micro catheter hub and became stuck within the micro catheter near the hub. Dried blood was found on the tip of the mandrel after extraction. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ were confirmed as resistance was encountered during in-house resistance testing. The cause of resistance during analysis is due to the dried blood found throughout the micro catheter. It is likely insufficient continuous flush was used during the procedure, causing blood to backflow up the micro catheter. It is unclear how much the blood had coagulated during the procedure. The distal tip/marker band were found flattened, potentially contributed towards the reported resistance. Possible causes for catheter flattening are patient vessel tortuosity, or user advances/retrieves the device against resistance. The returned axium coil was found damaged. Customer reported the coil came out of the sheath smoothly during preparation; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. The axium coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.